Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate. Sensor passed with accurate readings.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 166 mg/dl and their sensor glucose read 40 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer also reported a bad sensor alert and calibration error alert with the sensor. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.